Event description:
As reported by the user facility: patient entered emergency room at 11:30 am and infusion of heparin was started. Patient was moved to cath lab at 12:30 pm for a procedure and the pump was then turned off. When staff finished the procedure in the cath lab, they noticed the heparin bag was empty and there was a puddle of fluid on the floor. They are not sure how much heparin went into the patient. The hospital suspects user error, but they still need the pump to be fully examined. Pump was taken out of use immediately. They disposed of the tubing, so they cannot send that along with the pump. When requested, the facility declined any further information on the status of the patient. The lot number remains unk and the facility provided item 352442 for the i.v. Set involved in this incident. No additional information is available at this time.

Manufacturer narrative:
The actual set involved in the incident was discarded and was not returned to the manufacturer to be evaluated, and a lot number was not reported. Without the sample and a lot number, a complete investigation could not be performed. No specific conclusions can be drawn. The facility sent the actual pump device involved in the incident to the manufacturer, b.braun to be evaluated. Evaluation revealed the device operated within specification and no fault was detected. If any additional pertinent information becomes available, a follow-up report will be filed.